Event description:
Fluid was dripping from a luer lock under the pump on primary tubing, and the tubing after this luer lock all the way to the patient was full of air bubbles. (Because the air was entering lower than the pump, no air in line alerts were alarming.) On further examination of luer lock, it seems that other tubing that had been previously y-sited in and then disconnected had broken off in the leur lock and left it open. ) broken tubing discarded, new tubing started for pt.